Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: since the reported device is still implanted in the patient, the root cause could not be determined conclusively.

Event description:
It was reported that the hard bone caused the post connecting rail of the device to break and upon further impaction, the cage curled up and pushed the cage out of the disc space. Picture attached and waiting to possibly revise with an alif. Update: at this stage, patient seems to be fine with no revision surgery scheduled.

Event description:
It was reported that the hard bone caused the post connecting rail of the device to break and upon further impaction the cage curled up and pushed the cage out of the disc space. Update: at this stage, patient seems to be fine with no revision surgery scheduled.